Event description:
Report received of overdelivery of pain management therapy. The pump was programmed to deliver demerol 10mg/ml in the pca mode with a 10mg pca dose, 6-minute patient lockout, with a 4-hour limit of 100mg. It was reported that a nurse entered the patient's room. The patient could not reach the patient pendant and was in pain. The nurse pushed the pendant button for the patient and reported that the pump did not deliver the medication. The nurse checked the pump for syringe placement and pump settings, and noted that "the syringe plunger began infusing and kept delivering". The medication reportedly given by the pump was not shown on the pump display; however, medication was missing from the syringe. The nurse clamped the pump tubing, turned the pump off and notified the physician. The patient received an unspecified dose of narcan and was transferred to the ICU for observation. The patient was reported to be awake and alert upon arrival to the ICU. The patient was transferred to their post-op room the next morning. Though requested, no further information was available.